Event description:
The manufacturer received information alleging a ventilator does not work, the air does not press, and a ventilator service required error code occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was determined that the active exhalation control module, flow sensor, and oxygen blending printed circuit assembly (pca) board kit were defective. Due to manufacturing problems of the oxygen blending printed circuit assembly (pca) board kit to be used in repair to resolve the error code, the device was sent back without repair. No further investigation is required.